Event description:
Info received indicates the caster will roll and swivel after the brake is set.

Manufacturer narrative:
The tech found the brake assembly was worn and replaced the brake/steer mechanism with an upgrade kit and the brake activation assembly to repair the stretcher.